Event description:
Surgeon indicated that when he tried to implant the patient specific implant it did not fit. The implant fit in the front but was raised to a tremendous level in the back. After an hour of struggling he cut off 2/3 of the implant, left 1/3 in the front and added mesh and pmma to complete the procedure.